Manufacturer narrative:
Ps60413. The rt040s full face mask is en route to fisher & paykel healthcare for investigation. We will provide a f/u report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare's clinical product specialist that the seal on an rt040s full face mask had come off. This was noticed prior to pt use, and no pt consequence was therefore reported.